Event description:
The manufacturer's representative reported the hcp had relocated the pump pocket due to pump slipping down in lower buttock. The hcp spoke with the patient's former hcp who reported the pump had not been working appropriately. The manufacturer's representative read the pump event logs to see if there was anything noted and it showed a roller stall occurred with recovery in 2006. A follow up report will be sent when additional information is received.